Event description:
The reporter stated the patient had an micl implantable collamer lens implanted and was experiencing iop spikes. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.